Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained low glucose readings during cgm warm-up with concern that unintended insulin delivery occurred, despite device logs indicating a low basal rate and audible pump motor activity; the user noted a large apparent decrease in cartridge volume and difficulty correcting the low with oral glucose, and the case was categorized as hypoglycemia with cause unclear. Symptoms included hypoglycemia with nausea and vomiting. Outcomes included an emergency room evaluation without admission or treatment, and the user resumed use of the system afterward. Investigation included review of device reports and pending engineering log analysis, along with user education and troubleshooting. Investigation of this case revealed insufficient evidence of device malfunction or over-delivery, and the cgm accuracy during warm-up remained uncertain. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.